Event description:
It was reported that during an original inflatable penile prosthesis, the urethra was perforated at the distal tip. The device was removed and rescheduled for surgery once the perforation healed. The urethra healed fine and a new inflatable penile prosthesis was reimplanted on (B)(6) 2020.